Manufacturer narrative:
Additional information was received that the patients' ipg would not charge. The physician believed it had met its usable life span and did not suspect malfunction. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.